Event description:
When clinician attempted 2nd dose of tpa, tissue plasminogen activator, to 1.9fr PICC line- it began leaking at protective sleeve line junction- repair kit used line remained clotted and line removed